Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs during evaluation revealed occurrences of error messages related to alarm system failure and an electro-valve fault (sf82 and sf150). The main circuit board and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that review of the device data logs during evaluation of the device revealed occurrences of error messages related to alarm system failure and an electro-valve fault (sf82 and sf150). There was no patient harm or serious injury reported as a result of this incident.